Manufacturer narrative:
Failure event was observed during analysis. Final analysis found burned components on the circuit board which resulted in dimmed display.

Event description:
This report is to advise of an event observed during analysis.